Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, the sutures of two proglide devices were placed in the right common femoral artery using the preclose technique. The arteriotomy was a 6fr and during the interventional procedure the sheath was upsized to a 10fr, 14fr and then an 18fr sheath. Reportedly, after the interventional procedure was completed, when using the one hand technique with the suture trimmer on the rail suture, a suture break occurred. A suture break occurred with both devices. Manual arterial compression was applied to achieve complete hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete it has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.